Manufacturer narrative:
(B)(4). A follow-up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that a nurse in the emergency room saw a neonate with a sat of around 54, and there was no alarm at the monitor/scope. The baby's color was blue grey. The nurse pressed the alarm and called the doctor. The baby was ventilated with a neopuff which provided only a short term effect. The nurse turned the baby and stimulated it on the spine. The baby began to breathe, make noise, and turned pink. After saturation (with a neopuff and c-pap) the child was "fine again."